Event description:
Pt was admitted to or to have painful aicd subcutaneous patch removed. When removed, tissue was adherent to patch. Patch sent to pathology, dr requested pictures to be taken of patch. Some wires on patch were exposed.